Event description:
Related manufacturer reference number: 1627487-2021-16071. It was reported the patient experienced ineffective stimulation along with pain at the ipg site. As a result, surgical intervention was undertaken wherein the system was explanted. Investigation was unable to determine which lead attributed to the ineffective stim.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2342.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.